Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw0100 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported removed (B)(6) 2019 (placed (B)(6)) due to leakage from clear portion of lumen to white port. It was stated there was no evidence of pt harm. PICC was no longer needed, PICC removed and piv placed.